Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after the pit button is pushed, the pit blinks in red and then lights constantly in red; the status light remains off and one progression light is green. The led on the header all light in blue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, after the pit button is pushed, the pit blinks in red and then lights constantly in red; the status light remains off and one progression light is green. The led on the header all light in blue.